Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 (#fx410t) was implanted together with a m.blue (#fx804t) during a procedure performed on (B)(6) 2023. According to the complainant, the valvedoes not function properly. (Drainage problem and adjustment difficulties). The patient underwent a revision procedure. The complainant device will returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 34 years. Height: 164 cm. Weight: 50 kg. Gender: female. Same event/patient as medwatch# 3004721439-2023-00353.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all compnents are premeable. Computer controlled test: to investigate the claim of over- and under- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, no deposits were found. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occured is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.